Manufacturer narrative:
Weld.

Event description:
It was reported by service report that there is a weld that is broken on the pt left siderail footend latch. It is unk if there was pt involvement or if there are adverse consequences to report.